Event description:
International affiliate reports possible resistance to csf flow in the shunt filter when the device was implanted in 2002. The patient developed hydrocephalus and the shunt filter was explanted and replaced 6 days later.